Event description:
It was reported that an error has occurred in low output mode. The console can be used if the output is set to low.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered. The console was not returned for analysis. However, the console was serviced by the field service engineer (fse) at the customer's site. The fse started the console multiple times, however the reported event could not be confirmed. The console was calibrated and all operations were checked. No abnormalities could be found.

Event description:
It was reported that an error has occurred in low output mode. The console can be used if the output is set to low.